Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 428 mg/dl. Customer stated that he woke up with a high blood glucose level. Customer reported that he was trying to enter the numbers, but the numbers started scrolling. Customer also received a battery out limit alert when changing the battery on the insulin pump. Customer also reported that the issue with the keypad was that it was out of test strips. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. No unexpected battery out limit. Numbers did not ramp up on their own or scroll bar was moving with no input.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.